Manufacturer narrative:
Date of event and patient's weight is estimated. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2026, a cerebrospinal fluid (csf) leakage due to dural tear occurred while the physician was placing a lead. As a result, a surgical sealant was used to address the issue.